Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having a lot of pain and discomfort at the pocket site. It was also stated that the patient's implantable pulse generator (ipg) was having connectivity issues resulting to difficulties with charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.